Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of cardiac arrhythmia, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), with no further issues reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced atrial fibrillation on (B)(6) 2022 that did not result in clinical compromise. An electrocardiogram was subsequently performed, and the patient was treated with a medication change and cardioversion (external defibrillation). The patient did not have a history of arrhythmia prior to left ventricular assist device implant and the arrhythmia was thought to be possibly related to the device or therapy. The patient remained ongoing in stable condition following the event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was started on amiodarone and changed to digoxin. The patient remained in atrial fibrillation/flutter until discharged and until his follow-up on 11 may 2022.